Event description:
It was reported that the device system was explanted due to infection; during the scheduled pump replacement, the health care provider (hcp) noted that purulent-looking material exuded from the pump and the pump pocket was thought to be infected. It was noted diagnostic wise that laboratory testing done on 2014 (B)(6) was ¿normal¿ for the patient however specific information regarding the laboratory testing was not provided. The replacement was abandoned and the current system was explanted. The severity of the event was noted to be mild and other actions taken included in-patient hospitalization. The patient¿s status after the device was removed was listed as recovered without sequela with resolution occurring on 2014 (B)(6). During the replacement, the hcp also had noticed multiple fractures in the existing catheter. On the date of the replacement, the catheter was explanted and not replaced. Following the discontinuation of the it (intrathecal) baclofen secondary to the pump explant, the patient reported increased spasticity on 2014 (B)(6). As a result, medications were administered; oral baclofen was increased on 2014 (B)(6). Then on 2014 (B)(6) the previously explanted catheter was reportedly replaced however it was not reported if a pump was implanted as well. Additional clarifying information has been requested. Event outcome in terms of the catheter break/cut diagnosis was listed as resolved without sequelae on 2014 (B)(6) and regarding the increased spasticity the patient resolved without sequela on 2014 (B)(6). Additional information including what laboratory testing was performed and if a new pump was implanted has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Product ID 8703, serial# (B)(4), explanted: 2014 (B)(6); product type catheter product ID 8703, serial# (B)(4), explanted: 2014 (B)(6); product type catheter (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating the event resulted in a serious deterioration in the health of the patient.

Event description:
It was later reported that a new pump was implanted on 2014-(B)(6). Laboratory tests performed from pump pocket cultures were negative.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed a broken catheter body, a broken suture ring of the pump connector, and a user-related hole in the catheter body.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.